Event description:
It was reported that the patient developed a skin irritation at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. The infusion site was reported to be red and itchy. The patient contacted their physician through a mychart messaging portal and was diagnosed with a skin irritation that can be caused by an allergic reaction related to the pod adhesive. The patient was treated with a cavilon and mastisol spray. The patient was able to resume treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911u1ues7ezb6. Hardware: sm-s911u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.